Manufacturer narrative:
Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient that had photorefractive keratectomy (prk) in both eyes bain in (B)(6) 2021. Reportedly the patient came back and had a prk enhancement on his left eye in (B)(6) 2022 (he was at +0.75 -0.50 x 122 at time of enhancement) but now about a 2 months after the enhancement surgery he is a -4.00 spy left eye. Reportedly surgeon stated that there was unexpected post op outcome for a patient. No further information provided.